Event description:
Delay in care. Patient took device home on loan to use. Machine was set to deliver a varying pressure starting at 4cmh2o and maximum 20cm h2o. Machine display showed 4cmh2o, measured pressure with 2 other manometers at 27.8cmh2o and 28.0cmh2o. Patient was not able to use the machine last night. Dates of use: not used on this patient. Diagnosis or reason for use: obstructive sleep apnea. Event abated after use stopped or dose reduced?: yes.